Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Calculations and data provided by the reporter revealed inaccurate manual ks and the use of the a-constants for the spherical toric and immersion (i.e. 118.4) rather than an iol master adjusted value for the aspheric. Therefore, according to a company ophthalmologist, this would lead to a more myopic result, which is consistent with the actual outcome. Additional info was requested on 06/25/2010, 07/01/2010, and 07/20/2010 by phone, fax, and mail. Additional info was obtained by phone. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A technician reported a pt with a myopic surprise following intraocular lens (iol) implant surgery. In a follow-up, the technician reported that the lens was exchanged for the same model, different power lens and the pt is satisfied with the outcome. Additional info has been requested.